Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose read high >500 mg/dl, while wearing the pod. Upon removal, it was noticed that the cannula was not properly inserted into the infusion site. Hyperglycemia treated by applying a new pod and bolus.